Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. A field service engineer (fse) noticed that the mixing tower was obstructed, and ordered and replaced the necessary part. The fse completed a biorad qc and roche qc, both results were passing. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable electrode, sodium results from the cobas integra 400 plus analyzer. The customer said 86 results are questionable, data for 3 were provided. Sample 1 initial result was 126 mmol/l, and the repeat result was 133 mmol/l. Sample 2 initial result was 122 mmol/l, and the repeat result was 128 mmol/l. Sample 3 initial result was 136 mmol/l, and the repeat result was 142 mmol/l. The repeat samples were ran at another facility and were deemed to be correct. The questionable results were repeated because the customer noticed that many low-critical results did not match the previous results.